Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. A device label was also returned. The results of the investigation concluded that the guidewire shaft had been fractured into three sections, with subsequent fracture of the microcables and corewire. The corewire was fractured in two sections. The medial section was returned attached to the proximal section of the corewire. There were multiple bends and kinks throughout the guidewire. The corewire and shaft sections were bent at the location of the fractures. The combined length of the three shaft sections is consistent with no missing material from the guidewire assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pci procedure, the device separated while attempting to deliver a balloon. Resistance was noted when advancing the balloon, and when trying to remove the device it broke. The two pieces of the device were removed and the procedure was completed with a non-abbott guidewire with no adverse patient consequences.